Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Evaluation of the patient¿s cls confirmed migration of the cls from a vertical to horizontal position. An abdominal binder was utilized but the reported pain persisted. A revision procedure was performed to reposition the cls and resolve the reported event.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the reported pain and migration of the cls cannot be definitively determined. The evoke scs system surgical guide details proper cls securement including, "secure the cls to the subcutaneous fascia with sutures through the holes in the header of the cls"; and also details potential risks associated with the implantation and use of spinal cord stimulation system including, "cls migration or suboptimal placement, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement)" as a result¿.